Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had "burrs" on the tube and was replaced with a new one. The defect was discovered before use on a patient who had been hospitalized for bronchitis. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, the patient was hospitalized for bronchitis, in order to reduce the patient's pain, the nurse used the closed venous indwelling needle. During transfusion,the nurse found that there was burrs on the tube of the venous indwelling needle,so the needle was immediately stopped using, then the nurse replaced a new one with the same origin, same batch number and the same type of closed venous indwelling needle, there was no abnormalities in subsequent operation, no similar problem was found in the same batch products".

Manufacturer narrative:
H.6. Investigation: the white burr on returned sample was the silicone of the lubrication for the lubricant. The additional silicone was attached from lucubration groove when tipping occurs. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had "burrs" on the tube and was replaced with a new one. The defect was discovered before use on a patient who had been hospitalized for bronchitis. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, the patient was hospitalized for bronchitis. In order to reduce the patient's pain, the nurse used the closed venous indwelling needle. During transfusion,the nurse found that there was burrs on the tube of the venous indwelling needle,so the needle was immediately stopped using, then the nurse replaced a new one with the same origin, same batch number and the same type of closed venous indwelling needle. There was no abnormalities in subsequent operation, no similar problem was found in the same batch products".